Manufacturer narrative:
Date sent to the FDA: 04/20/2011. (B)(4) - undefined complication occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair; tension free vaginal tape/obturator.

Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch 3028203 mfg date: 04/27/2007, exp date: 03/31/2008. Batch 3067028 mfg date: 08/23/2007, exp date: 07/31/2010. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information: it was reported on (B)(6) 2012 that the patient had additional surgery to excise mesh on (B)(6) 2012 due to chronic pelvic pain, urge incontinence, bowel problems and mesh erosion. This was the third mesh revision, she previously had 2 revisions- the last one in 2010. No additional information provided at this time. (B)(4) - bowel problems; urge incontinence.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, fistulae, neuromuscular problems, organ perforation and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2014 due to pelvic pain and contractions s/p vaginal mesh. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had the concurrent procedures of a anterior and posterior colporrhaphy, repair of enterocele via vaginal approach, sacrospinous ligament fixation for prolapse of vagina, colpopexy vaginal extraperitoneal approach, paravaginal defect repair, insertion of mesh for repair of pelvic floor defect and posterior compartment and cystourethroscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4): the date of the initial procedure was (B)(4) 2008. The postoperative period went well until about the end of 2009, when the patient began to experience significant pain. The patient had at least two subsequent surgeries in an attempt to remove the pelvic floor repair mesh which had eroded into her vagina. The patient underwent surgical procedures to remove the eroded mesh on (B)(4) 2010. The patient is currently undergoing physical therapy in an attempt to resolve residual pain and may need additional surgeries. (B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair: product code: pfrt01 batch: 3067028 mfg date: 08/23/2007 exp date: 07/31/2010; tension free vaginal tape /obturator: product code: 810081, batch: 3028203, mfg date: 04/27/2007. Exp date: 03/31/2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary leakage, urgency, incontinence, and nocturia.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, enterocele, rectocele and cystocele.

Event description:
It was reported by the patient that she had a gynecological procedure done on an unknown date. During the procedure, pelvic floor repair mesh and an obturator sling were implanted. The patient has had multiple serious issues with the device and has had re-operations. No additional information available.